Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was planned to be performed on june 1, 2026, using the blueprint planning feature (case ID: (B)(4)).